Event description:
It was reported that multiple noise episodes were observed and was occurred one time. After the review of the electrograms the noise was suspected to have been caused by external emi. The device remains implanted.